Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: consumer: patient. D10 ¿ concomitant medical products: item# 24-6563, lot# 372250a, tmj system sm lft fossa comp. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2024-00098.

Event description:
It was reported the patient states that she is having problems with the implant and has for some time. She is not able to see the physician that performed the initial surgery as she now lives in a different state. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.